Manufacturer narrative:
The customer has reported since using the new surgical protocol (using bss and ocucoat only) no new complaint cases of loss of bcva, with precipitate on the crystalline lens, have been received since the beginning of 2016. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was the root cause of the complaint. Based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Correction: implanted date - (B)(6) 2015. Additional information - investigation summary: the manufacturer's device analysis results - the events reported by prof. (B)(6) are limited to a single site by a single surgeon implanting implantable collamer lenses (lcls) between the dates of march 2015 and october 2015. Ten patients were reported to have milky white precipitates form on the surface of the icl and on the anterior lens capsule of the physiologic crystalline lens. No additional reports of precipitates have been received from any other surgeon or site with the same lot numbers as the reported events from prof. (B)(6). Additionally, it is important to note that in the directions for use (dfu) of the lcl, the complications and adverse reactions section identifies the potential risk for "secondary surgical intervention to remove/replace the lens." The precautions section also suggests "the lens should not be exposed to any solutions other than the normally used intraocular irrigating solutions (e.g. Isotonic saline, bss, viscoelastic. Etc.)." During the in-depth investigation with prof. (B)(6) to identify root cause, the intraoperative regimen revealed that intracameral 0.1% cefuroxime antibiotic for prophylaxis was used in the 10 reported cases, along with ringer's solution. Ln an article published by vasavada et al. (Comparison between ringer's lactate and balanced salt solution on postoperative outcomes after phacoemulsification: a randomized clinical trial, lndian j ophthalmol. 2009 may-jun; 57(3): 191-195), the authors conclude that ringer's lactate is hypotonic and slightly acidic (osmolality 280mmol, ph 6.0) as compared to bss (osmolality 302 mmol, ph 7.4) and aqueous (osmolality 302 mmol, ph 7.4). They further concluded that a statistically significant larger number of patients with flare and cells may be due to the slightly acidic fluctuating ph and lack of buffer system in ringer's lactate, which could affect the blood aqueous barrier stability. On the other hand, 855 has an acetate citrate buffer system and the ph, though slightly alkaline, is stable. Subsequent to the series of reported events, additional patients have been treated by prof. (B)(6) with an icl using only commercially available balanced saline solution ((B)(4)) and ocucoat ((B)(4)) intraoperative, without the use of 0.1% intracameral cefuroxime antibiotic. There were no observed incidents of deposits following this protocol regimen. Upon review of the device history records (DHR), all products reported in the incidences, based upon lot and serial number review, indicated specifications were met during manufacturing process. All products passed quality inspections and were released per acceptance criteria. Final comments from the manufacturer: based upon a thorough review of all available data and on clinical perspective as a practicing ophthalmic surgeon with expertise in the lcl, dr. (B)(6) (medical consultant) and staar concluded that the observed precipitates were most likely the result of interaction between the intraocular medications used at the time of surgery. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No: lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to loss of best-corrected visual acuity and lens opacity (anterior subcapsular). The lens was not exchanged for another lens. There is still sediment (viscoelastic) on the crystalline lens center. The patient's post-op best-corrected visual acuity was 20/50.